Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed a hi-pot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable, ECG a&b cable and ECG c&d cable were torn. The root cause for the damaged cables could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.